Manufacturer narrative:
The dfm100 processor pca with serial number ((B)(6)) was returned from failure analysis. The processor pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The device was put through testing, and the fault was isolated to a software issue. The reported issue was confirmed.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device is unable to turn on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device onsite and determined that it displayed the philips logo upon startup, rendering it unusable. After replacing the processor assy, the issue was resolved. The software was reinstalled in chinese, and the settings were restored. The device was then returned to full functionality and remains at the customer site. No further evaluation is warranted at this time.